Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. Evaluation of the device revealed stretching of the proximal end of the implant, but the detachment zone was intact. The unit was sent for sem analysis that confirmed that the wire had a torsional break. The implant is stretched due to application of force that exceeded the tensile strength of the coils. The reported complaint details indicated the coil was being advanced at the time of the detachment; however, it is unknown how the coil was being manipulated. Based on the available information, the reported complaint is confirmed; however, the root cause cannot be determined.

Event description:
It was reported that while advancing a coil during a stent-assisted embolization treatment, the coil "felt odd." Upon inspection under fluoroscopy, the coil had unexpectedly detached in the microcatheter. No portion of the coil had exited the microcatheter. A guide wire was used to successfully deploy the coil. There was no reported intervention or patient injury.